Event description:
Per independent repair center statement: the poppet valve is stained, the o-ring pilot valve is defective, and the unit is alarming, or had red light. The repair document also states, 1-2 high pressure; no switching.